Manufacturer narrative:
Reference ID: (B)(4). The digitaldiagnost is a stationary x-ray system for general radiographic purposes. It is equipped with ceiling suspended column (carrying the x-ray tube), bucky table and bucky wall stand for general x-ray examinations. A philips field service engineer (fse) was dispatched to the customer hospital to investigate the problem. Fse checked the ceiling mount latches which had no issues. The control buttons on control handle were checked for any physical damage, loose connections and there was no error with them. The log files were analyzed and it was concluded that there was no malfunction detected. The functional tests were performed and the device performed as per specifications. Clinical investigation concluded that a trauma surgeon assessed the fracture of the user's nose using an x-ray. The radiologist wanted to do a CT scan of the nose and sinuses, but that didn't happen. Shortly after the incident, the user became nauseous and dizzy, and circulation collapsed. The user was then provided support and shifted onto a couch. A venous access was set up to connect an infusion and medication for nausea and pain was administered intravenously. The user also stated that they were unable to work for approximately one week after the event, though they expect their nose to ultimately heal without permanent impairment or deformity. Though the user¿s injury is not likely to result in permanent impairment, the reported broken nose resulted in/was associated with pain, nausea, dizziness and ¿circulation collapse¿ (symptoms indicative of a vasovagal response likely due to the associated pain) and subsequently the user required IV access and administration of an (unknown) infusion, as well as anti-nausea medications, and pain medications. Therefore, the reported event meets the criteria for serious injury. Based on these results, the product was confirmed to be operating per specifications, and the cause of the reported problem was likely the user error.

Event description:
It was reported that when the device was being prepared for examination, the user was moving the tube head by pressing the all breaks release button and suddenly the tube head stopped moving. This sudden stop resulted in a broken nose as the user crashed into the tube head. The user does not remember whether their hand slid from the all brakes release button resulting in injury. There was no patient impact or harm.